Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition unknown.

Event description:
It was reported that the patient had a left reverse shoulder implanted in approximately 2019. The glenoid baseplate component of the system became loose over time. The glenoid component of the system was removed without issue and the implant was converted to a hemi shoulder with the poly removed on the humeral side and replaced with a convertor and humeral head.

Event description:
It was reported that the patient had a left reverse shoulder implanted in approximately 2019. The glenoid baseplate component of the system became loose over time. The glenoid component of the system was removed without issue and the implant was converted to a hemi shoulder with the poly removed on the humeral side and replaced with a convertor and humeral head.

Manufacturer narrative:
The reported event could not be confirmed. The device was not returned for evaluation but an x-ray was provided for review. However, the x-ray did not provide conclusive confirmation of the issue noted in this complaint. Since an x-ray was provided, the opinion of the medical expert was requested and stated as following: "it shows the conversion of the reversed stem to the hemi-stemmed option. The glenoid had the remnants of the markers that once belonged to a polyethene glenoid component, and there is marked bone loss at the glenoid side. Partly it is the area where the loosened reverse baseplate was situated. It is not reliable to assess bone quality on one revision x-ray, since many of the bone changes belong to the former implants that were revised. Still we can follow what the surgeon reported on the poor bone quality, loosening of several implants on both shoulders, leading to multiple revisions". More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the provided information ("(...) It was suggested [by the surgeon] that the patient had poor quality bone as this has happened with other implants in the past"), it is unlikely that the reported event could have been caused by the prosthesis. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.